Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing and falling off open. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.